Manufacturer narrative:
Pump error 63 alarm confirmed in the pump history due to broken trace. Pump error 3 alarm and pump error 19 alarm are the consequence of the watchdog failure. Confirmed in the pump history due to problem isolated to electronic assembly. No pump error 79 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 17 mmol/l at the time of the incident. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and hardware low level failure alarm was occurred. Troubleshooting was performed. The insulin pump will be returned for analysis.